Event description:
It was reported that this right ventricular (rv) lead experienced dislodgement a few days after implantation. The patient underwent a surgical intervention to successfully reposition the lead. No additional adverse patient effects were reported. The device remains in service.